Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center 3d processor was not working. The issue occurred, during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition to this, olympus found another reportable malfunction where the image was not visible and there was an e226 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunctions could not be identified. However, they were likely due to a failure of the transmitter/receiver module. Olympus will continue to monitor field performance for this device.